Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient's system controller and modular cable were exchanged due to concern after a pump stop and concern for the integrity of the modular cable, which was mentioned as having been wrapped with rescue tape. It was stated that the patient had needed a modular cable exchange for some time. The patient tolerated the exchanges and had no further alarms while in the office.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the modular cable was confirmed via evaluation of the returned modular cable. The returned modular cable, lot number 10635588, was visually inspected and revealed discoloration of the outer jacket, controller connector bend relief, and inline connector bend relief. The outer jacket was observed to be bunched near the controller connector bend relief, and tape was observed on the inline connector half of the modular cable. The tape was removed and revealed the outer jacket to also be bunched near the inline connector bend relief. No damage to the underlying wires was observed. The modular cable passed all functional testing without issue. The submitted log files did not indicate an issue with the modular cable. Multiple attempts were made to obtain additional information regarding when the damage to the modular cable occurred; however, no additional information was provided. A root cause for the reported event was not conclusively determined through this analysis. The device history records were reviewed, and the records reveal that the heartmate modular cable, lot number 10635588, was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 instructions for use was available for use at the time of the event. Section 5, entitled ¿surgical procedures¿ and section 6, entitled ¿patient care and management¿ caution user to avoid twists, kinks, or sharp bends in the driveline. The heartmate 3 patient handbook which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.